Event description:
It was reported that the customer was admitted in the intensive care unit due to low blood glucose of 40mg/dl. Troubleshooting could not be performed as the nurse did not have the insulin pump available at time of call. Explained that the customer or a family needs to call back to perform the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.